Event description:
It was reported that during dialysis the rn noted blood oozing from under the catheter dressing. On examination it was noted that the venous limb was retracted almost completely out of the skin. Approximately (2) inches of catheter left under skin. Estimated blood loss of 10-20cc. On inspection of catheter limb the absence of a cuff was noted.